Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found sleeve #4 stuck. Fse cleaned the sleeve and collet and replaced a broken tip retaining clip. The instrument was tested without further problem and was returned to expected operation.